Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the internal iliac artery using pod packing coils (pod pc), non-penumbra coils, and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous, calcified and narrowed. During the procedure, the physician implanted a coil in the target vessel. While advancing the next coil, a pod pc, through the microcatheter, the physician experienced resistance, and the pusher assembly of the pod pc kinked. Therefore, the pod pc was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01246, 1. Section h. Box 6. Device code 2. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 116.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod pc confirmed a pusher assembly kink. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the reported resistance could not be determined. During functional testing, the pod pc was able to be advanced through a demonstration lantern with resistance due to the kink on the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.